Event description:
The stem was loose. M/71.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number ft MDR 1644408-2019-00475; 425-97-006 and s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.